Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the device will not be returned for evaluation because it has been discarded.

Event description:
Customer reports: the salem sump connector between the nasogastric tube and the suction tubing broke in half when the bedside nurse attempted to reconnect the suction after it had been clamped off. She pulled the piece out of the end of the nasogastric tube and it broke leaving the blue half of the device lodged inside the nasal gastric tube (ngt). Staff were able to remove the connector from the tube. Afterward, were able to resume suction. Impact of incident: the patient was frustrated as we were unable to initiate the suction for some time until it was problem solved.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.